Event description:
On (B)(6) 2012 the patient was implanted with a ti cervical spine locking screw. On an unknown date the patient fell. The surgeon believed the fall caused the cervical locking screw to back out of the plate. On (B)(6) 2013 the surgeon removed the screw from c5-6 interbody plate. The surgeon could see damage on the zero-p screw threads. The screw was not replaced.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The screw appears to be used. The screw lacks anodization on most of tapered threads. Two scratches exist perpendicular to the tapered threads. The driver engagement surfaces possess scratches but no material deformations. The relevant dimensions of the locking thread can not be verified anymore because the thread flanks are completely flattened, which can have an influence on the locking function of the screw. It is clearly visible at the damage that the anodization layer is worn out, which indicates that the damage was caused post-manufacturing, either during the insertion, in situ or extraction. This screw is member of a family of three spine locking screws for the zero-p system. The engineer reviewed the drawing. The worn anodization on the tapered threads suggests the screw engaged the plate. The engineer reviewed the risk assessment for this implant. This document adequately addresses the hazard of this complaint. There is no evidence or detail in the complaint description to positively indicate the root cause of this hazard.